Event description:
After unsuccessful attempts to pass a pigtail catheter through introducer, dye was injected and extravasation was noted. The cardiologist experienced difficulty in removing sheath. Introducer was surgically removed from the right femoral artery by a vascular surgeon that same day.